Event description:
The customer reported that loudspeaker fault- audio not confirmed. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
E1 reporter and reporter institution phone number: (B)(6). Diagnostic testing was performed by the philips response service engineer (rse). The rse spoke with the customer about the device in question. The customer wants to order a speaker assembly to replace the one that isn't working. Several gfe attempt were made to determine if there was sound or not. Based on the information available and the testing conducted, the cause of the reported problem was caused by speaker default. The reported problem was confirmed. The customer was provided with a speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.